Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the patient underwent a revision surgery on the (B)(6) 2022 to replace a broken lgn ps high flex xlpe sz 7-8 9mm. The post broke off of the lgn ps high flex xlpe sz 7-8 9mm. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the patient underwent a revision surgery on the (B)(6) 2022 to replace a broken lgn ps high flex xlpe sz 7-8 9mm. The post broke off of the lgn ps high flex xlpe sz 7-8 9mm. The patient current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation/information had not been provided as of the day of this review. Without the requested documentation, the clinical root cause of the reported event could not be further assessed or concluded. The patient impact beyond the reported revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.